Event description:
It was reported that during use of the pump in the operating room, the pump would not purge. The decision was made to exchange the pump, but this took approx 30 min during which time the pt expired. The hosp has not determined that the pt's death was attributable to the pump problem. The pump has been taken out of service, but the hosp will not allow arrow to test it at this time.